Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/o lymphadenectomy surgical procedure, customer contacted technical support to report a complaint involving universal surgical manipulator(usm)1 being stuck. Usm 1 was disabled and the procedure was completed using three arms with no reported injury. Technical support engineer (tse) reviewed the system logs and identified recoverable faults 23103 and 23105, indicating a potential issue related to the encoder on the setup joint(suj) distal (wrist) axis. The distributor product specialist called back later to continue troubleshooting. After performing both soft and hard reboots, the recoverable fault persisted, along with movement restriction on usm 1. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the suj distal on arm#1 to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.